Manufacturer narrative:
Date of event: the leak occurred 3 to 4 days, including (B)(6) 2021. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked with the twist clamp closed. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was in use about two (2) months. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the sample was received for evaluation with a cap on the dark blue connector and the white twist clamp was in closed position. A visual inspection with the naked eye and magnification noted a broken occluder foot. Functional testing including leak, clear passage, and clamp function testing were performed; leak and clamp function testing revealed a flow through the set with the twist clamp in the closed position. The reported condition was verified. The cause of the condition could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.